Event description:
Pt was revised to address poly wear, osteolysis and loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. The device was implanted for approximately 17-yrs, which could be a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.